Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "leaking". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "leaking". Device has been explanted and replaced.